Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During the testing of the device at the service center, the service technician reported that the power supply failed the hypot test. Since this event occurred during routine testing, there was no patient involvement during this event.